Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The reported constant downstream occlusion was found as a single occurrence in the event history log (ehl) review but not reproduced during evaluation. Evaluation ran a loaded set and observed no discrepancies. The device was found to operate within specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant downstream occlusion. There was no patient involvement. No additional information is available.